Event description:
The customer reported via phone call that she was receiving meter blood glucose now alerts and calibration errors. Review of the insulin pump's history showed that the customer recently had a blood glucose level of 400 mg/dl. Troubleshooting could not be performed as this was a past event. The customer was advised to monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).